Event description:
It was initially reported that the patient was referred for surgery due to the generator being at end of service (eos). The patient's family also reported that they do not believe the device was being responsive to magnet swipes. The generator was explanted and replaced and the generator was returned for analysis, and not found to be found at eos. There were no anomalies found with the generator. Recent information was received from the patient's provider that the patient started having more seizures when the patient first needed a generator replacement. At that time, the generator was found not to be depleted. No additional relevant information has been received to date.